Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the dp 20 was returned to nouvag USA inc. Visual inspection results determined a failure on the pump head assembly.

Event description:
The customer states the tumescent pump is providing an inconsistent pressure stream. They proceeded with the procedure without the pump. No patient injury